Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and analysis of the data indicates low telemetered battery voltage. On (B)(6) 2010 the telemetered battery voltage was 2.69 v, while the daily battery voltage trend measurement was 2.95 v.

Event description:
It was reported that device was not measuring the estimated battery longevity correctly. The device is still in use. No patient complications have been reported as a result of this event.